Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. The capsular bag tore. The lens was removed with no widening of the incision and no suture was needed. The capsule tear was patient related and not lens related. A competitor's lens was implanted.

Manufacturer narrative:
(B)(4): (no product malfunction) - (B)(4).